Manufacturer narrative:
Correction: previously date of manufacture needs to be included in h4.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the lead exhibited noise. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested, but not received.